Event description:
A home pt (hp) reported dry minicaps, hp stated, the sponges were brown in color and packages were sealed in the usual manner. Hp noted betadine sponges varied in size and amount of betadine witnessed at time of initial drain. No pt injury or medical intervention associated with these incidents.